Manufacturer narrative:
Device is a combination product. The device was not returned for analysis. The investigation conclusion is anticipated procedural complication as the event is due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-12075. (B)(4) clinical study. It was reported that angina and in-stent restenosis (isr) occurred. In (B)(6) 2012, the patient presented due to unstable angina and non-st-elevation myocardial infarction (nstemi). Subsequently, index procedure was performed. The target lesion # 1 was a de novo and in-stent restenotic lesion located in 1st obtuse marginal (om) with 90% stenosis and was 8mm long with a reference vessel diameter of 2.5mm. The lesion was treated with direct placement using a 2.50 x 12 mm promus element plus stent. Following post dilatation residual stenosis was 0%. Target lesion # 2 was a de novo lesion long lesion located in mid left anterior descending (lad) artery and extending to distal lad with 70% stenosis. It was 34 mm long with a reference vessel diameter of 2.75 mm. The lesion was treated with direct stent placement using a 2.75 x 38 mm promus element plus stent. Following post dilatation residual stenosis was 0%. Two days after, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2014, a 2.75x38mm promus element plus stent was deployed in 1st om. In (B)(6) 2017, the patient had chest pain like his angina equivalent. The patient took nitroglycerin in response to the event, that relieved the discomfort. After 2 hours, the patient had another episode of chest pain and again took another nitroglycerin which completely relieved the pain. On the same day, the patient was presented to the emergency room and was admitted to the hospital in response to the above event. The patient also reported that he had noted a mild prodrome of his angina and chest tightness and pain down his bilateral arms on exertion. On the following day, the 80% isr of 2.5x12mm promus stent and 2.75x38mm promus stent implanted on december 2014 in proximal to mid portion of the 1st om was treated with direct placement of a 2.50 x 32 mm promus stent. Follow-up angiography revealed 0% residual stenosis within the stent and normal flow to distal vessel. On the same day, the patient was discharged on aspirin and the event was considered resolved.